Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement time (ert). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.

Event description:
Boston scientific received information that this pacemaker had been displaying a remaining longevity of less than .5 years with a magnet rate of 90 ppm. At a recent follow-up the longevity remaining was displayed as 2 years with the same magnet rate. Boston scientific technical services (ts) discussed the programmer will update the longevity even with small changes such as impedance measurements. Ts discussed continued use of the magnet rate. The device was later explanted due to normal battery depletion and was successfully replaced. No adverse patient effects were reported.